Event description:
Subsequent returned device analysis found the anterior cuff tab (measuring 0.01 of an inch square) was broken off and was not returned. The physician was contacted, who confirmed the cuff tab detachment did not occur during the procedure and the detached tab was not in the anatomy.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath, after a percutaneous transluminal angioplasty of the external iliac artery. Reportedly a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Additionally, one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.